Manufacturer narrative:
(B)(4). Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Side effects of the administration of anesthesia are a known cause of chest pain, EKG changes, and myocardial infarction (heart attack) during the intraoperative and postoperative recovery. Elective total joint patients typically have a cardiac workup prior to surgery to assess the patient¿s physical readiness for surgery, hence reducing their risk for these cardiac related complications. In addition, the femoral canal is broached which causes bleeding but allows for the femoral stem to be impacted into place. This combination of stress in addition to anesthesia can cause a hypotensive episode and require specialized treatment. As the reported complaint indicated, a cardiac intraoperative complication developed, and medical treatment was warranted to treat the complication. The patient was stabilized with no further issues reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient coded when the stem was implanted. The patient was stabilized after the event and the implant remains implanted. There is no additional information available at the time of this report.